Manufacturer narrative:
Referring to the product inquiry the humeral insert trial - 32mm x 4mm standard is the only reported device and thus considered the primary product. A product history review was not possible since the lot code of the humeral insert trial is unknown. The reported product was not returned to stryker kiel; it was shipped back to the customer by management decision. The management further decided to close the investigation formally. In case the product resp. Relevant information becomes available the case will be re-opened and updated. Based on the limited information given and in absence of the affected product the root cause of the reported event could not be determined. Review of complaint history, CAPA database, risk analysis and the labelling did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified. Device was not received.

Event description:
It was reported by the sales rep that during a primary right reverse shoulder surgery, allegedly the trial broke/snapped as surgeon was placing on insert. Replaced broken trial with new stryker trial. No consequence to patient or delay in surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the sales rep that during a primary right reverse shoulder surgery, allegedly the trial broke/snapped as surgeon was placing on insert. Replaced broken trial with new stryker trial. No consequence to patient or delay in surgery.